Event description:
Same case as MFR#: 2134265-2010-04485. It was reported that during a stenting treatment procedure stent damage occurred. The length of the lesion was 10-20mm long. The 70-90% stenosed lesion was located in the left anterior descending artery. A non bsc balloon was positioned in the mid anterior interventricular artery to predilate the lesion. On the first inflation the balloon was inflated to twenty atmospheres for forty seconds. An f/g, promus element, mr, ous 2.75x24mm stent was placed in the mid anterior interventricular artery. Inflation was performed at eighteen atmospheres for thirty seconds. The physician attempted to dilate the proximal part of the stent with a non bsc balloon, however there were difficulties positioning the balloon over the entire proximal part. The balloon was "stuck" at the entry of the stent. After many "soft" attempts, the physician felt the balloon was positioned on the most proximal part of the stent. The balloon was inflated once at sixteen atmospheres. An angiogram was performed and it was noted that the balloon was not in the stent. The proximal part of the stent was retracted for a length of 10mm while they were trying to position the balloon. A non bsc balloon passed through the stent and inflated on the proximal part where it had been retracted. Balloon inflation was at twenty four atmospheres. In the diagonal branch a non bsc guide wire was passed through the strut of the stent. Kissing balloon dilation was performed with a maverick 2 2.0x12mm balloon in the ostium of the second diagonal branch. The balloon was inflated to sixteen atmospheres for forty five seconds. A non bsc balloon was positioned in the mid anterior interventricular artery and was inflated to twenty two atmospheres for forty five seconds. A controlled angiogram showed that the mid anterior interventricular artery had no significant lesion. There were no visible dissections. No thrombus was suspected in this region. The timi flow was 3. It also revealed the second diagonal branch had a subocclusive dissection (90-99%). Timi flow 1. A 2.25x12 promus stent was positioned in the ostium of the second diagonal branch. Inflation was performed at twelve atmospheres for thirty seconds. The final angiogram showed there was no significant lesion in the second diagonal branch. There was no visible dissection. Timi flow was 3. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).